Event description:
It was reported by service report that the bed motor functions were not working. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: screw on CPR reset switch out of adjustment. Screw readjusted.